Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x23 xience prime stent was implanted at 10 atmospheres in the predilated, moderately calcified, mildly tortuous, 80% stenosis with diffuse disease. After the xience prime stent delivery system was removed from the anatomy through the femoral access site, a dissection was noted at the distal end. An unplanned, 3.0x18 xience v stent was implanted to seal the dissection with very good results and timi iii flow. There was no residual stenosis. There was no adverse patient sequela. No additional information was provided.